Event description:
As the stent mounted on the balloon passed through the end of the raabe guiding sheath into the renal artery it slipped half off the proximal end of the balloon. The surgeon was able to retrieve it without incident. Surgeon removed stent and balloon and passed a guidant omnilink into stenosis and deployed without incident.